Event description:
It was reported that the device had a positive supply bgnd test error, which typically indicates a malfunction related to the pump's power supply. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3/h6: the suspect pump was returned for evaluation. No issues were found in the event history log (ehl). Service history identified that no previous repair has been noted in the past 12 months. The pump¿s battery and power cord indicators illuminate when it is connected to a power cord; however, the pump does not power on. The bottom half of the pump¿s case was removed for inspection, and liquid was observed on the interconnect board. When the repair was attempted, it was determined that the main pcb, interconnect pcb, power supply, and plunger case would all need to be replaced due to liquid damage. This was deemed beyond economical repair (ber), and no repairs were performed.